Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device passed away: the cause of death was unknown. The explanted device was delivered to the hospital, from the police. Upon arrival, the device was warm and could not be interrogated with the programmer. The physician would like to know why the patient expired, as they were reportedly only (B)(6). Furthermore, the physician started the interrogation process in the hospital as described in the sop (standard operating procedure) however was unable to complete. As soon as the device is released, it will be forwarded for analysis.

Manufacturer narrative:
(B)(4); boston scientific received information that the device is now in the possession of the patient's family and is not expected to be returned for analysis. No further information nor data files have been received. In absence of any additional information, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device passed away: the cause of death was unknown. The explanted device was delivered to the hospital, from the police. Upon arrival, the device was warm and could not be interrogated with the programmer. The physician would like to know why the patient expired, as they were reportedly only (B)(6). Furthermore, the physician started the interrogation process in the hospital as described in the sop (standard operating procedure) however was unable to complete. As soon as the device is released, it will be forwarded for analysis.

Manufacturer narrative:
(B)(4); boston scientific received information that the device was in the possession of the patient's family and not expected to be returned for analysis. No further information nor data files have been received. In absence of any additional information, our investigation is complete. This investigation will be updated should further information be provided. Subsequently, the device was returned; analysis conducted prior to archive. Visual inspection of the device identified an arc mark on the back of the outer case; seal plug intact and all setsrews operating normally. Technicians confirmed the unit had no telemetry. The case was removed. An internal inspection noting electrical overstress damage. Analysis of the returned unit confirmed the field observation of no telemetry. The damage was consistent with energy shorting from a connected defibrillation lead, during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. No additional testing was completed. Additional field follow-up was unable to obtain a cause of death. The physician reported that the explanted device was delivered from another facility to him, by the local authorities and was still notably warm. The police mentioned that the explanted device was still emitting noise during transport, indicative that the unit had not been deactivated post mortem prior to delivery to the physician.

Event description:
Boston scientific received information that the patient with this device passed away: the cause of death was unknown. The explanted device was delivered to the hospital, from the police. Upon arrival, the device was warm and could not be interrogated with the programmer. The physician would like to know why the patient expired, as they were reportedly only (B)(6) years old. Furthermore, the physician started the interrogation process in the hospital as described in the sop (standard operating procedure) however was unable to complete. As soon as the device is released, it will be forwarded for analysis. ---